Event description:
Tubing caught fire. The patient smoked. Her goggles and oxygen tubing were next to her on the couch and floor, hooked up to the working concentrator. The patient while talking burned her hand with her cigarette and dropped her cigarette which fell on the tubing on the floor. The latter caught fire, fire which went up to the glasses and a fire started on the sofa. The firesafe made it possible to stop the fire in the other direction. The patient took a blanket to smother the fire on the couch. She called us to ask for new tubing. It was while questioning her that she told us that the tubing had caught fire.

Manufacturer narrative:
The device in question alone does not pose a fire hazard but the use of oxygen increases the risk of fire spreading through an oxygen supply line. The unit in question is expected to melt when exposed to heat. The ignition temperature of pvc is 851f, therefore making it unlikely that the tubing could have spontaneously combusted. Open flames and or ignition sources may include candles, cigarettes, cigars, fire pits, barbeques, etc. Oxygen suppliers are required to provide warnings of fire hazards when oxygen is in use. (I.e., the joint commission, national patient safety goals, 2012). Even though there was no patient injury, oxygen tubing caught on fire due to patient smoking. Base on the reported information the criteria for reporting an adverse event has been met.

Event description:
Tubing caught fire. The patient smoked. Her goggles and oxygen tubing were next to her on the couch and floor, hooked up to the working concentrator. The patient while talking burned her hand with her cigarette and dropped her cigarette which fell on the tubing on the floor. The latter caught fire, fire which went up to the glasses and a fire started on the sofa. The firesafe made it possible to stop the fire in the other direction. The patient took a blanket to smother the fire on the couch. She called us to ask for new tubing. It was while questioning her that she told us that the tubing had caught fire.

Manufacturer narrative:
The device in question alone does not pose a fire hazard but the use of oxygen increases the risk of fire spreading through an oxygen supply line. The unit in question is expected to melt when exposed to heat. The ignition temperature of pvc is ~851f therefore making it unlikely that the tubing could have spontaneously combusted. Open flames and or ignition sources may include candles, cigarettes, cigars, fire pits, barbeques, etc. Oxygen suppliers are required to provide warnings of fire hazards when oxygen is in use. (I.e., the joint commission, national patient safety goals, 2012). Even though there was no patient injury, oxygen tubing caught on fire due to patient smoking. Base on the reported information the criteria for reporting an adverse event has been met. Complaint could not be confirmed. Based on risk level severity, discussion for further actions will be addressed during carb. Response sent to customer as requested.